Event description:
After a laparoscopic cholecystectomy there was no complications before and after the operation. Hours later bleeding has been recognized and the pt has been operated on again. The clips were found at the applicated place but with less pressure. The cystic artery was sutured by hand. Two clips are sent in, they were explanted during the second operation. The surgeon is of the opinion that the clips did not close with the usual" force- are to him they were loose". No further info is available. The device was discarded.